Event description:
N/a.

Manufacturer narrative:
Explant about 1 year and 7 months post procedure due to endocarditis was reported. The valve was returned to abbott for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the endocarditis could not be conclusively determined. It is possible that the observed calcification and/or observed tears in all cusps contributed to the reported event; however, this cannot be confirmed. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm trifecta valve was implanted in the patient. On (B)(6) 2025, the valve got explanted due to endocarditis. The patient was reported stable.